Event description:
It was reported the patient had surgery to revise their tined lead. On the day of the revision, a stim clip was used to confirm the concern was with the tined lead and not the neurostimulator. The original lead was removed, and the new lead was placed on the right side for better responses. The neurostimulator was also relocated to the right side according to best practices for neurostimulator placement. All impedances were green at the end of the procedure, and the high impedance was resolved.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 UDI for concomitant product, neurostimulator: (B)(4).

Manufacturer narrative:
Block d2b: product code: additional product code qon block d10: model number/catalog number: 5101 serial number: (B)(6). Batch/lot number: ax1g201565 model/catalog description: neurostimulator unique identifier (UDI) #: (B)(4). Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006 block h11: investigation details: the device was returned for analysis. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A visual inspection was performed. The wires and the insulator were broken electrical test-fail-all electrode wires were open. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Device fracture is an inherent adverse event that is possible with implant procedures as listed in the information for prescribers and patients insert. A risk review was completed and confirmed that the event of high impedance was defined in the product risk documentation, and the event of device repositioning was defined as known inherent risk of device in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event. Correction: block b1: adverse event and product problem.

Event description:
It was reported the patient had surgery to revise their tined lead. On the day of the revision, a stim clip was used to confirm the concern was with the tined lead and not the neurostimulator. The original lead was removed, and the new lead was placed on the right side for better responses. The neurostimulator was also relocated to the right side according to best practices for neurostimulator placement. All impedances were green at the end of the procedure, and the high impedance was resolved.